Event description:
A hospital in (B)(6) reported that air leak was found from the expiratory (evaqua) limb of two rt340 breathing circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the two complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) (B)(4) for inspection. The evaqua (expiratory) limbs were visually inspected and performance tested. Results: a hole was found in the both returned evaqua limbs, approximately 36cm away from the patient end connector for the first device, and approximately 70cm away from the patient end connector for the second device. The pressure tests revealed excessive leak for both complaint devices, due to the observed damage. A lot check was not performed as no lot number was provided. Conclusion: based on inspection of the holes, both evaqua expiratory limbs appeared to have been punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuits were damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).